Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has respiratory tract irritation lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. The patient has alleged respiratory track disease. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil observed an unknown contamination through the ui panel window, on the iso port, on the back of the ui panel, on the lcd panel, on the interior sides of the left and right side panels on top of the blower cap, and in the base of and around the walls of the bottom enclosure. Pil observed potential insect particles on the back of the ui panel, on the lcd panel, on the pca, on the blower cap, on the sound abatement foam and in the bottom enclosure. Dust-like contamination was observed on the top enclosure/ui panel, right side panel, in the air inlet and on the bottom enclosure. Pil observed a very small amount of potential degraded sound abatement foam on the bottom of the blower housing. The manufacturer concludes there was secondary findings were observed as 21 errors logged. Pil observed potential insect particles in the lower base. A large potential dried liquid spot was observed under the heater plate spring. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.